Event description:
This is a report by a nurse with supplemental information by a physician from (B)(6) of break in aseptic technique, peritonitis with culture positive for enterococcus faecalis and leukocytosis in a patient (B)(6) coincident with extraneal viaflex and physioneal 35 unknown bag therapies. On an unreported date, the patient began peritoneal dialysis (pd) therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and diabetic nephropathy. In (B)(6) 2011, the patient began treatment with extraneal viaflex and physioneal 35 unknown bag ip for capd and diabetic nephropathy. On an unreported date, the patient experienced a break in aseptic technique. On an unreported date in (B)(6) 2011, the patient experienced lower abdominal pain. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by lower abdominal pain, cloudy effluent and leukocytosis. On the same day, the patient began remedial therapy with vancomycin (1g, frequency not reported, ip). On an unreported date in 2011, extraneal viaflex therapy was temporarily withdrawn. At the time of this report, the patient had still not recovered from the peritonitis with culture positive for enterococcus faecalis. It was not reported whether the patient was retrained in proper aseptic technique or whether the event of leukocytosis resolved. Physioneal 35 unknown bag was ongoing. Concomitant medications were not reported. The physician stated that the event of peritonitis with culture positive for enterococcus faecalis was related to the extraneal viaflex therapy and was unrelated to the physioneal 35 unknown bag therapy. The physician did not provide a statement of causality for the events of break in aseptic technique or leukocytosis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.